Event description:
The pt was seen by a neurologist and an MRI revealed a lacunar infarct of the left thalamus. There was no evidence ot cranial nerve injury. The neurologist attributes the pt's symptoms to the infarct, not to a peripheral injury associated with lma use.